Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to effectively press the button, confirmed the pump's unwarranted status, and arranged for a replacement pump to be sent. The customer was advised to switch to mdi as a backup therapy and was provided with guidance on storing and returning the problematic pump.